Manufacturer narrative:
During use, a 5x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was inflated by a non-cordis indeflator, however it ruptured at three atmospheres (3 atm) during initial inflation. After the saber rx ruptured, it was replaced with the same size new balloon catheter. The intravascular ultrasound (ivus) checked the lesion and a smart stent was implanted. There were no reported patient injuries. The target lesion was the iliac artery. The physician advanced a non-cordis guidewire and an ivus, and the lesion was confirmed to be calcified and diffused. The saber was brought from the hygienic store room. It was removed from its pouch and there were no anomalies confirmed. A cross-over approach was made from the common femoral artery with a non-cordis guiding system. The physician inserted the saber rx pta catheter and delivered it to the lesion. There were no anomalies confirmed with set-up even though there was a slight resistance felt when it went through the lesion. The device was stored, handled and prepped per the instructions for use. The device prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The non-cordis indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon did not inflate normally. The maximum inflation pressure was 3 atm. The balloon catheter was removed easily. The product was removed intact from the patient. The procedure was completed successfully. The device was not returned for analysis as it was discarded. A device history record (DHR) review of lot 17561646 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (diffused and calcified lesion) and procedural/handling (slight resistance crossing lesion) factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during use a saber rx was inflated by a non-cordis indeflator, however it ruptured at three atmospheres (3atm) during initial inflation. There were no reported patient injuries. After the saber rx ruptured, it was replaced with the same size new balloon catheter. The ivus checked the lesion and a smart stent was implanted. The saber rx was brought from the hygienic store room. It was removed from its pouch and there were no anomalies confirmed. A cross-over approach was made from the common femoral artery with a non-cordis guiding system. The target lesion was the iliac artery. The physician advanced a non-cordis guidewire and an intravascular ultrasound (ivus), and the lesion was confirmed to be calcified and diffused. The physician inserted a saber rx and delivered it to the lesion. There were no anomalies confirmed with set-up even though there was a slight resistance felt when it went through the lesion. The procedure was completed successfully. The device will not be returned for analysis due to the hospital regulation. The device was stored, handled and prepped per the instructions for use. The device prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The non-cordis indeflator was used successfully with other devices. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon did not inflate normally. The maximum inflation pressure was 3atm. The balloon catheter was removed easily. The product was removed intact from the patient.